Event description:
A customer reported discrepant results when testing two samples from the same donor on the galileo cmv assay. Both samples had been tested on the same galileo on the same cmv plate. One of the samples gave a negative interpretation, while the other sample gave a positive interpretation.

Manufacturer narrative:
A service call was made. Inspected the washer module, checked pbs volumes. The channels were noticeably uneven and couldn't be corrected by cleaning/styletting manifold replaced manifold. Calibrated washer module. Ran qc test assay, customer's pq panel (pool_cell assay x8 specimens) and re-tested the two specimens from the same donor with both reporting expected results. The system was tested and performed within specifications with no problems observed.